Event description:
It was reported that the customer received an inaccurate fill estimate. Customer reportedly used cold insulin. No troubleshooting could be done as issue occurred two weeks prior and customer had changed out the cartridge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.